Event description:
After a posterior lumbar fusion procedure, it was noted that the half of the tips were worn down on one side.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device used for treatment, not diagnosis. The measurable dimensions are within print specification. This complaint is indeterminate from a manufacturing standpoint because the damaged portion of the product makes physical dimensional verification impossible. Synthes (B)(4) reviewed DHR (B)(4). Review of the device history records showed that there were no issues that would contribute to this complaint condition. The supplier's certification indicate the correct material was used and correct hardness values were obtained. As received condition: the tip of the stardrive form is worn, showing the edges rounded. Scratches were found across the stardrive form and the stardrive tip shaft. The tips of all lobes are dented and two lobes are clipped. Conclusion: the measurable dimensions are within print specification. This complaint is indeterminate from a manufacturing standpoint because the damaged portion of the product makes physical dimensional verification impossible.